Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a diagnostic anomaly that resulted in misleading battery diagnostics was observed on the device. Abbott technical support was contacted and the diagnostic anomaly was resolved after re-interrogating the device. The patient experienced no adverse consequences.